Manufacturer narrative:
Result: the distal tip of the reperfusion catheter 041 is flattened approximately 135.3 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicates that distal tip of the reperfusion catheter 041 was flattened during use. Evaluation of the returned device confirmed flattening of the distal tip of the catheter. This type of damage is usually associated with improper handling during preparation for use and manipulation of the device in the patient. The catheter appears to have been pinched or pulled through the lumen of another device that was kinked. These devices are 100% visually inspected for damage during packaging. No damage was noted when the device was removed from the packaging. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the distal part of the m1 segment of the mca using a penumbra system reperfusion catheter 041. During the procedure, the physician was unable to aspirate. The physician removed the reperfusion catheter 041 from the patient and found the distal tip of the catheter to be flat. The procedure successfully continued using another reperfusion catheter 041. There was no report of an adverse effect on the patient.